Manufacturer narrative:
Eval summary: no sample was returned; therefore, the condition of the product could not be verified and visual inspection cannot be performed. A sample was not returned because there was no harm caused by this problem and the shunt was remained in the eye. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There has been one other similar complaint reported in the lot number. (B)(4).

Event description:
A surgeon reported that two months after a glaucoma filtering shunt was implanted, it was noted to be touching the iris. The shunt remains implanted without any harm to the pt.